Manufacturer narrative:
510(k): report is for one (1) unknown screw. Device reportedly not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows a reported va-lcp dhp was implanted and was broken after two months. The surgeon implanted the reported plate after the corrective osteotomy on (B)(6) 2015. After the patient complained of pain, x-rays were taken on (B)(6) 2015 which confirmed plate breakage. The broken plate is reportedly still implanted within the patient. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed: the report indicates that: a broken plate was received. One unknown screw where the head is broken off and six screw which are slightly worn but were decided to be in working order. We have sent the broken plate to the manufacturing plant for evaluation and the broken screw was sent to the us as well for it to replicate the complaint situation if possible. A visual inspection of the plate shows the part is broken into two pieces. The break runs thru variable angle head hole va5. Marks and scratches are present around the area of the break. The device history record for the broken screw could not be provided due the unknown article and lot number. All the other received screws are slightly worn but were decided to be in working order. Complaint investigation was conducted by manufacturing plant, no manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of the unknown screw is broken. The provided x-rays were reviewed by the manufacturer and it was noted that it seems there was a screw head breakage. But it cannot be told definitely from the provided x-ray.